Event description:
Consumer called to report erratic meter readings. Analysis run on consensus error grid using mean reading (234) as ref. Point vs. Bd readings (360, 108) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.